Event description:
It was reported that part of the metal tip of the wand came off during use and was left in situ. A new wand was opened to finish the case. Intra op xray was completed and confirmed the broken piece was in the patient. Patient was notified. No further complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear and a detached screen with discoloration/contamination and scuff/scratch marks on the spacer. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The device was returned with a cut cable and a cut suction line. Functional evaluation could not be performed due to the damages described in the visual inspection. The root cause for the complaint was determined to be associated with the detached wand screen. The device may have come into contact with a hard surface or metal object during activation which could result in screen damage. Vigorous use can also lead to excessive wear of the electrodes and screen. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.